Manufacturer narrative:
Other text: device evaluation: one device received for investigation. Visual inspection showed damaged lower left front corner of top case, also cracked on right plunger case and battery door. Event history log reviewed and found a check syringe plunger sensor error. Check syringe plunger sensor was found at power only when plunger assembly was pushed all the way in. Flippers touch the top of an ear clip which is causing the error. Replaced plunger assembly. Performed preventive maintenance and all functional testing. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, a DHR review was not performed. Service history review identified this device has not been in previously., corrected data: h6: health effect code-clinical signs and symptoms or conditions corrected to insufficient information.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No information has been provided to date.

Event description:
It was reported that an error message occurred during a returned order service. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.